Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "replacement due to prosthesis ruptured for left side". This is for the left side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: observed an opening on radius assessed as fold flaw opening. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured for left side." Healthcare professional later reported capsular contracture, baker grade unknown. This is for the left side device. The device has been explanted.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured for left side." Healthcare professional later reported capsular contracture, baker grade unknown. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.